Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a rapid heart rate and went to the clinic. It was noted that the right ventricular (rv) lead had exhibited oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead continued to exhibit oversensing with an elevated sensing integrity counter (sic) after the reprogramming occurred. The rv lead also exhibited t-wave oversensing (twos) intermittently. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.